Event description:
It was reported that the patient underwent revision procedure due to an unknown reason. The patient underwent a pocket revision procedure and was doing well postoperatively. The device remains implanted and in use.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent revision procedure due to an unknown reason. The patient underwent a pocket revision procedure and was doing well postoperatively. The device remains implanted and in use.